Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Following removal of the exam data from the navigation system, the representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while pulling scans onto the navigation system, the system became unresponsive. When restarting the navigation system, the system had a black screen with white text. Another hard restart resolved the reported issue. The representative reported that 56% of the memory was being used, and exams were then deleted from the navigation system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.